Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the events leading to his admission was dehydration. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. It was stated that the doctor instructed the customer to discontinue use of the insulin pump until further notice. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.